Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) unexpectedly went into backup vvi mode, resulting in a loss of defibrillation therapy. No intervention was performed, and the patient was stable.